Event description:
It was reported that the generator displayed error code 1, generator error, during plastic surgery. All troubleshooting measures failed to clear error code. The case was completed using a second generator. No pt consequence reported.

Manufacturer narrative:
Analysis summary: it was reported that the generator is being returned to the service and repair facility with error code 1. The analysis site found that the unit boots up with error 1. The site replaced the main pcb to correct the complaint. The generator was serviced, then burned in, functionally tested, and was found to operate properly.